Event description:
On (B)(6) 2012, the reporter called animas alleging that all keypad buttons are unresponsive now after the pump was exposed to water from a waterhose yesterday. The reporter noticed a tear in the keypad between the up and down arrow buttons today after the moisture exposure. The pump is worn in a pocket and a protective lens film is used. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation follow-up #1: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad is torn at the up and down keys. The up key intermittently responds and requires excessive force to activate. The keypad was removed to investigate and there was visible contamination under the key contacts. The audio bolus button was detached and inoperable. The pump failed the leak test. There was a leak from the audio bolus button. The pump cover was removed to investigate; no additional moisture found in pump.